Manufacturer narrative:
The unit was inspected and performed per specifications. The tip was reviewed under a microscope and a small void could be seen in the epoxy. The tip was sectioned and avoid between the plug and the outer form of epoxy was revealed. Each component is 100% visually inspected and 100% pressure tested ( a minimum of 2 times through assembly). This failure mode does not impede performance of the device and poses no risk to the patient. This is the first instance that this failure mode has been observed.

Manufacturer narrative:
(B)(4).the device is en route back to atricure. An evaluation of the device will be done upon reception. (B)(4)

Event description:
During the initial procedure on (B)(6) 2011 an atricure maze linear cryosurgical disposable probe was used. During implementation the physician noticed a leak in the distal tip of the probe causing nitrous oxide to be introduced into an open atrium. The patient was proactively given antibiotics and the procedure was finished with a new cryo2 probe. There was no long term patient consequence.